Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test were not performed nor the operating currents was verified due to physical damage to lcd glass. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump has ink spots and it is making the display screen unreadable. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.